Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that vitreous cutting stopped with aspiration continuing during multiple procedures. This was an intermittent issue. The probe was exchanged, but this did not solve the issue. The procedures were completed using the "shave mode". There was no pt harm.